Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible that static electricity applied to the serial digital input may have contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service engineer went onsite and evaluated the device and was able to confirm the customers allegation. The unit has no output from sdi port1 and sdi port2. They were able to use composite and dvi outputs for procedure and reporting. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii video system center had no sdi output from processor. The issue was observed during preparation for use for an unknown diagnostic procedure. They were able to use composite and dvi outputs for procedure and reporting. The same device was used to complete the procedure, and no patient harm was associated with this event.